Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss occurred. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient was outside of his house when he noticed that the g7 wearable gave no readings because it lost the signal. The patient felt dizzy and blurry on that day, so he asked his wife to take him to the hospital. The patient lost consciousness on the way to the hospital. There were no bg readings taken at that time. When the patient arrived at the emergency room, the nurse took a bg reading which was around 30 mg/dl. Then the nurse treated the patient with IV medication and juice. The patient regained consciousness 40 minutes after the treatment. The patient was discharged the same day. At the time of the report the patient was feeling fine. Performance data was reviewed. Data investigation confirmed signal loss as signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.